Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, serial#: (B)(4), explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 37083-60, serial/lot #: (B)(4), ubd: 08-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator. It was reported that the patient felt paresthesia/tingling along the extension. The patient had a revision surgery. It was found that there was no cap on the connector extension-lead which could explain the tingling/paresthesia on the connector. The extension was replaced because of the stress on the cable. Time will tell if the issue resolved.